Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report a non-critical issue with their customer's device. There was no report of patient use associated with the reported event. Upon evaluation of the device's downloaded electronic records, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failure of integrated circuit, designator u46, on the analog pcb assembly. Leg 7 of u46 was inoperative, which caused the device to be unable to charge and shock.

Event description:
A third party service agent contacted physio-control to report a non-critical issue with their customer's device. There was no report of patient use associated with the reported event. Upon evaluation of the device's downloaded electronic records, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy.